Manufacturer narrative:
This adverse event is possibly device related.

Event description:
A patient specific talus spacer clinical study identified the subject was diagnosed with complex regional pain syndrome type 1 approximately 9 months post implantation with no allegation of a product deficiency.